Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the syringe port on the rear housing was damaged. The investigation determined that the syringe port damage on the rear housing was the cause of the reported issue. The rear housing was replaced. A manufacturing DHR review was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device.

Manufacturer narrative:
Other, other text: additional information: a1, h6, h10: information was received on 13-jan-2022 indicating that there was no patient involvement in this event.

Event description:
Information was received indicating that the volume measurement of a smiths medical cadd ms3 pump was out of tolerance. No adverse effects were reported.